Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-00915. It was reported that during a percutaneous coronary intervention, the filterwire was removed in open loop state. The target lesion was located in the right coronary artery (rca). Due to lesion thrombus a filterwire ez was used with the 3.5 x 20 mm promus element plus stent. The stent was deployed. The filterwire retrieval was attempted however the retrieval sheath would not pass through the deployed stent. When the physician tried to "bring the guide catheter in" the stent was damaged. The deformed stent was treated with the deployment of another stent. The doctor incidentally pulled the filterwire back without the retrieval sheath. No patient complications were reported and the patient status is fine.